Event description:
In 2008, the lay suer/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high. The medical affairs specialist (mas) was unable to contact the pt by phone; therefore, this complaint is being classified based on the customer care advocate's (cca) documentation. The pt stated that the alleged inaccuracy high issue first occurred approximately a month ago. He claimed that as a result of the alleged inaccuracy issue, he decreased his humulin r dosages by an unspecified amount, which reportedly got him sick with symptoms of shaking and dizziness at unspecified times. The patient's insulin regimen was not specified; therefore, it is unknown how much the pt usually takes and how much he decreased the amount of insulin. On an unspecified date, he compared his meter readings to his wife's one touch ultra2 meter. He reportedly obtained blood glucose results of "208 and 212 mg/dl" on his meter and "73 and 55 mg/dl" on his wife's meter, performed within 10 minutes. Based on statistical methodology, the calculated difference of the reported results exceeded lifescan's criteria of <=30%; however, the cca discovered through troubleshooting that the pt was storing his test strips outside the test strip vial (use error), which can contribute to inaccurate meter readings. Replacement products were sent to the pt. It would have been helpful to know how often the pt tests his blood glucose levels and his diabetes medication regimen. It would also be helpful to when he started to decrease his insulin dosages, when the pt developed the reported symptoms, and if his symptoms were treated. The cca noted a use error, which can contribute to inaccurate meter readings; however, based on the provided info, this complaint is being reported because the pt claimed he developed symptoms suggestive of hypoglycemia after allegedly obtaining inaccurate high meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report.